Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level read "high¿ on the cgm (continuous glucose monitor); although specific value was not provided. The customer addressed their elevated bg with a manual injection of insulin. The customer reverted to an alternate method of insulin therapy.